Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement for eri, the right atrial was explanted due to lead noise. Fluoroscopy showed the patient had twiddled the device. Additionally, once the pocket was opened, insulation abrasion in the pocket area on both the ra and rv leads were noted. There were no patient symptoms prior, during or after the event. The patient condition was fine.